Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin. The patient reported having sensitive skin and mycosis. The patient also reported bleeding blisters. There was no alleged device malfunction contributing to the irritation. The patient was advised to remove the device by a medical professional and the patient applied microstop soap and travocoro. The irritation improved with a soap given by the doctor. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin. The patient reported having sensitive skin and mycosis. The patient also reported bleeding blisters. There was no alleged device malfunction contributing to the irritation. The patient was advised to remove the device by a medical professional and the patient applied microstop soap and travocoro. The irritation improved with a soap given by the doctor.